Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2012, the patient contacted animas to report she obtained several low blood glucose readings. On (B)(6) 2012, the patient obtained a reading of 65 mg/dl. The patient consumed food and took a bolus dose of insulin. Her next reading was 42 mg/dl. The patient administered self-treatment with juice. On (B)(6) 2012, the patient obtained a blood glucose reading of 118 mg/dl. She took a bolus dose of insulin and her next reading was 39 mg/dl. The patient experienced the symptoms of shaking and blurred vision. The patient administered self-treatment with juice, and her subsequent blood glucose readings were 65 mg/dl and 78 mg/dl. The patient did not seek any medical attention. The patient reported that her physician had recently increased her basal rate and made adjustments to her pump settings. Troubleshooting revealed all pump settings, basal setting and date/time were correct, the patient's technique was correct and all total basal/bolus doses given correctly matched those programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after the hcp made settings adjustments to the pump. There is no evidence the pump contributed to the patient's injury. However, as the patient suffered these symptoms and received treatment with food while using the pump, this complaint is being reported.